Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 18638362 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient¿s ipg can only be increased so high before it was uncomfortable. It was noted that the patient¿s ipg was draining faster. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient¿s ipg can only be increased so high before it was uncomfortable. It was noted that the patient¿s ipg was draining faster. The patient will undergo an ipg revision procedure.